Event description:
Additional information was received that the left ventricular (lv) lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in-clinic, inadequate capture and extracardiac stimulation (diaphragmatic pacing) were noted on the left ventricular (lv) lead. The lv lead was deactivated to resolve the event. The patient is stable and will continue to be monitored.